Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient reportedly passed out while sleeping at home. The daughter found the patient unresponsive and called emt around 1800. The cgm value was 311 mg/dl and the bg by ems was 21 mg/dl. The patient was reportedly revived and conscious around 1930 after ems provided "water with sugar" via IV. Ems stayed for another 20-30 minutes before leaving when the patient had a bg of 102-115 via fingerstick. The cgm value at that time was not documented. At the time of the report, the patient was stable and fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.